Event description:
The customer reported fluid under the lcd display on the insulin pump. The customer reported forgetting to remove the insulin pump prior to getting into the pool. The insulin pump was submerged in water. The customer's blood glucose was 133 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with moisture damage on the electronics and battery tube assembly. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
This report is provided because the evaluation codes were incorrect in the first follow up report.